Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated narrative: customer's pump had mdt logo on screen.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit received with blank display. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies, keypad flex connector and force sensor flex connector causing electrical short not allowing unit to turn on or access to download. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing and cracked retainer. In conclusion, unit came in with blank display due to corroded electronic assemblies. Unable to confirm critical pump error (open book image) due to blank display. Unable to download due to blank display. Retainer ring damage was confirmed due to cracked clear retainer. Flashing medtronic logo was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Customer stated no insulin pump error displayed on the screen before the open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.